Manufacturer narrative:
Product ID 3487a lot# j0104250v, implanted: 2001 (B)(6), explanted: 2014 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).

Event description:
It was reported that there was an infection in (B)(6) 2004 with the patient's second implant. The patient had it put in the united states and a week later went back to (B)(6) because, it was infected. The healthcare professional (hcp) was contacted and they had no information regarding the patient to provide at this time. The hcp would see if the records were in their ¿deep storage¿ and ask for retrieval if they were. The patient was redirected to the healthcare professional (hcp).